Event description:
It was reported that during a da vinci myomectomy procedure, the cable on the pk dissecting forceps instrument frayed. There was no report that any piece(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch down cable is frayed at the distal clevis hub. Frayed strands stick out at the wrist. Failure analysis investigation also found that the pitch up cable is broken at the distal clevis hub. The broken cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. No other damage was found. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed pitch down cable, and the additional finding of a broken pitch up cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.